Manufacturer narrative:
N/a

Event description:
The following has been reported: pump that is showing error 30 - timekeeper. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and the reported event was confirmed by saw multiple error ID 30 with different sub-codes. The reported device was received in brézins for investigation. According to our investigation, during the external visual inspection it was found traces of chock on the device. After several consecutive switching on of the device (mains and battery), systematic triggering of an error 30 with, randomly, the different sub-codes observed in the history (30-0004 and 30-0002). When opening the syringe pump and dismantling the power supply board and cpu board, no visual anomalies were observed. After cross-testing with a test cpu board and started an infusion for 2 hours with a bd plastipak 50cc syringe at 1 ml/h, no errors or anomalies were observed and the device is working properly again. For this complaint, the errors 30 has been seen in the history and then reproduced. The root cause was found to be linked to a failure of one of the two quartz crystals present on the cpu board. As repair action we recommend: replace the cpu board. Replace the motor flask kit replace the upper case for your information, a new version of the software is available. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.